Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: per a computed tomography (CT) abdomen: ivc stenosis: no. Filter cone position: below the renal veins. Filter migration: no. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: no. Impressions: the filter is not fully opened because the ivc is externally compressed by a large aortic aneurysm ((B)(4)). The filter cone is against the posterior wall of the ivc. A strut penetrates 8 mm through the anterior ivc wall. A strut penetrates 6 mm through the anterior right ivc wall. A strut penetrates 6 mm through the posterior right ivc wall. A strut penetrates 7 mm through the posterior ivc wall ((B)(4) , FDA ref# (B)(4) ).

Manufacturer narrative:
Manufacturer ref# (B)(4). This complaint will be closed-cancelled due to additional information received on 16nov2022 from attorneys stating that; this filter is a rex/argon, and therefore not a cook product. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 16nov2022: according to attorneys; this filter is a rex/argon.